Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that sterility was compromised. A 3.00 x 16 synergy ii drug-eluting stent was selected for use to treat the lesion. It's reported that there was sterilization issues with the device during preparation. The device could have been accidentally dropped on the floor. The detail of the event was not reported. The device was not used inside the patient. The procedure was completed with another of the same device. No patient complications were reported.